Event description:
It was reported that the patient had an infection where the electrodes went into the brain. The patient's physician suggested removal of the electrodes. No further details or patient outcome were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).